Event description:
It was reported that the water packet for the intermittent catheter was missing.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "lack of operator training". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water packet for the intermittent catheter was missing.